Event description:
A foley catheter was inserted into the patient on 10/28/92. When balloon was inserted both patient and nurse heard a loud "pop" sound. New catheter was inserted. Patient experienced bladder discomfort from 10/28/92 until 4/14/93 when a piece of latex, 2.5 cm x 1.9 m was surgically removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.